Manufacturer narrative:
The pump passed displacement test and rewind test. Sleep current measurement and active current measurement within specifications. No unexpected low battery alarm noted on long history download file. Power management parameters graph confirmed the unloaded voltage and loaded voltage were within spec range. The pump was received with cracked keypad overlay at select button, missing retainer, scratched case, missing reservoir tube o-ring and keypad overlay texture damage. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had short battery life. No further information provided.